Event description:
(B)(4). Event occurred in italy. On (B)(6)-2023, it was reported that the infusion set's tubing got detached at the site connector. The site location was patient's abdomen. Reportedly, it was unknown whether infusions were stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.